Manufacturer narrative:
The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had possible infection. The physician believed that the infection was not device related and nothing happened during the recent procedure that contributed infection. The patient underwent an explant procedure.

Manufacturer narrative:
Additional information was received that the location of infection was at the thoracic incision site. The patient was placed on atibiotics called bactrim. The explanted device was not returned to bsn. A review of the manufacturing documentation for the lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices were found to be satisfactory.

Event description:
A report was received that the patient had possible infection. The physician believed that the infection was not device related and nothing happened during the recent procedure that contributed infection. The patient underwent an explant procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-ipg-r upn: m365sc11600 , model: sc-1160, serial: (B)(6), batch: 333580.

Event description:
A report was received that the patient had possible infection. The physician believed that the infection was not device related and nothing happened during the recent procedure that contributed infection. The patient underwent an explant procedure. Additional information was received that the location of infection was at the thoracic incision site. The patient was placed on antibiotics called bactrim.